Event description:
It was reported that the customer had a low battery alarm and the pump was going through batteries faster than it should have. Customer had a failed battery test. Customer stated that it started back in may. Customer was using the correct battery. Troubleshooting was performed and the customer received a failed battery test. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. Customer also had a weak battery alarm and a battery out limit alarm. Customer stated that the pump alarmed after the battery change, but is not alarming at the time of the call. Customer stated that the batteries were out of the pump greater than duration allowed by the pump. It was explained that this was normal pump behavior. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.